Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A nurse reported via phone call that the customer was currently hospitalized due to non diabetes related issues. The nurse reported that the insulin pump had a blank display after being submerged in water. Blood glucose level at the time of the incident was not provided. The nurse stated that the customer would call back. The insulin pump was not replaced or returned for analysis.